Event description:
Per the provider valve not shifting. Per the independent repair center statement there is alarming or red light. Additional malfunctions were 4 way manifold not switching, the pvc tubes are clogged, the 8" tie wraps leak and the hose clamps are leaking also.